Event description:
Time: 5:18am, blood glucose (mg/dl): 461, bolus (units): 11.00u; 6:13am, 456; 9:40am, 425, 7.85u; 9:45am - pod deactivated. The customer reported that she went to the ER for treatment for her hyperglycemia. The ER told her that she was "slightly acidic." The customer also reported that they were going to be testing for dka (diabetic ketoacidosis). No treatment details were provided. No further info is available.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.